Event description:
It was reported that pump displayed continuous glucose monitor error and customer mentioned error code 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full guidance on performing pump reset, completed reset with support assistance, and error did not appear again after reset.